Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Refer to the medwatch with (B)(6) for the other complaint possibly using this vial of strips.

Event description:
The customer received questionable blood glucose results from an accu- chek inform ii meter. On (B)(6) 2015 at 3:55pm, the result was 385 mg/dl. Like what? At 4:02pm, the result was 164 mg/dl. At 4:04pm, the result was 181 mg/dl. No treatment or serious injury occurred. Two vials of strips of the same lot number were used for this complaint and another complaint using the same meter. It was unknown which vial of strips was used for which results.